Manufacturer narrative:
The insulin pump failed displacement test and it alarmed motor error during rewind due to motor encoder signal. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
During basal settings. Customer's blood glucose was 88 mg/dl. Troubleshooting was performed and customer stated the insulin pump was exposed to an MRI. Customer does not use the sensor feature and was able to complete the rewind sequence on the insulin pump. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the insulin pump for analysis.